Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed october 4, 2016.

Event description:
Per the clinic, the implant and abutment were explanted due to cranial mesh infection (date not reported).